Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after removing the new pump from the box, the pump took an extended period of time to turn on. Then, the pump shut off unexpectedly and became unresponsive. There was no patient involvement, as the issue occurred during setup of the pump and it had not yet been used on the customer at the time of the reported event.